Manufacturer narrative:
The subject device was returned to omsc for investigation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, there was the possibility that this phenomenon was attributed to the adhesion of the lint generated by the use of towels and/or gauze to the air/water valve and/or the air/water cylinder and then entered into the air/water nozzle during water supply.

Event description:
Olympus medical systems corp. (Omsc) was found that during the incoming inspection for repair, there was a fibrous foreign material in the air/water nozzle. There was no report of patient injury associated with the event.